Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), and an elevated blood glucose (bg) level of over 500 mg/dl, with an unknown cause. The customer attempted to resolve the issue by changing all supplies. Additionally, the customer went to the emergency room (ER) where intravenous fluids were administered to try to resolve the issue. Subsequently, the customer was admitted to the hospital where intravenous fluids were administered to address the elevated bg. The customer confirmed that the pump and related supplies were functioning as intended. Reportedly, the customer was released from the hospital on (B)(6) 2019 with no permanent damage and the issue resolved.